Manufacturer narrative:
Upon visual inspection during of the investigation, the item received matches item uniht. The abutment screw was fractured. Both parts of the screw returned. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
It was reported that abutment screw fractured. Implant remains placed.